Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber port is not working. There was no patient involvement.

Event description:
It was reported that during prep for training the cardiosave intra-aortic balloon pump (iabp) fiber port is not working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse replaced the fiber optic sensor extension cable assembly (d012-00-1562). The fse completed all functional tests and validated calibration to meet factory specifications. Unit cleared for clinical use. No patient involvement was there.